Manufacturer narrative:
An event regarding wear involving a metal head was reported. The event was confirmed following material analysis. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). The report noted: damage was also observed on the taper of the head, likely from interacting with the trunnion of the accolade stem. A material analysis report concluded: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No root cause of the loss of taper lock could be determined. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: there is a mar that confirms the problem but is not able to find a root cause of failure. There are x-rays that show a perfectly normal component position, including the lateral x-ray for adequate cup anteversion. There are no other obvious issues that might have contributed to the problem such as for instance heterotopic ossifications. Because there is no other clinical information available, this case cannot be solved with the current information. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event was confirmed, however the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, patient history, progress notes and additional x-rays are needed to further investigate this event. If further information becomes available this investigation will be reopened.

Event description:
We explanted an accolade stem due to wear on the trunion/neck of stem. We replaced it with a modular restoration stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
We explanted an accolade stem due to wear on the trunion/neck of stem. We replaced it with a modular restoration stem.

Event description:
We explanted an accolade stem due to wear on the trunion/neck of stem. We replaced it with a modular restoration stem.

Manufacturer narrative:
Additional information: patient identifier; remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before(B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.